Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was not performed. A 26mm sapien 3 valve and commander delivery system were prepared and introduced into the patient following appropriate wire access. After multiple attempts, the cardiac team determined that crossing the native valve with the delivery system was not possible without further dilation. A new esheath was prepped. The system currently in the patient was withdrawn. During the withdrawal of the system, the valve became stuck at the end of the sheath. At this time, the esheath and delivery system were still being retracted, which resulted in the valve dislodging from the delivery system balloon. Hemostasis of the leg was maintained. Contralateral access was obtained and a second esheath was placed on the contralateral. A new valve was then successfully deployed. A surgical cutdown was performed to remove the initial sapien 3 valve. The artery was closed and the procedure was completed. The native annular diameter measured 24.2mm by CT with a valve area of 441.6mm2. No annular calcification, mild-moderate native leaflet calcification and no aortic root calcification was reported based on the CT images. It was noted that the CT was over 1 year old. The access vessel minimum luminal diameter measured 8.2mm with mild calcification and none to mild tortuosity. It was perceived that the reported crossing difficulties were due to heavy non-cusp calcification that was not fully appreciated due to the age of the CT study, and the angle of the angiography at the time of the procedure. The cause of the valve dislodging from the balloon could not be determined. It was speculated that was due to multiple factors, during the procedure.

Manufacturer narrative:
Thv/tvt registry UDI number: (B)(4). FDA codes of this 3500a form are listed below; system updates pending. Known inherent risk of procedure. The delivery system, esheath and initial sapien 3 valve were discarded at the site following the procedure and are not available for evaluation. Without the devices, visual evaluation, functional testing and dimensional testing could not be performed. No images of the delivery system were provided; however, images of the esheath post procedure were provided for review. Review of the photographs of the sheath showed a dent and tear on the distal tip of the sheath, suggesting that there was likely resistance and withdrawal difficulty of the valve through the sheath. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review was performed. The lot history review did not reveal any other complaints related to ¿delivery system ¿ difficulty crossing native annulus¿, ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ or ¿delivery system ¿ valve dislodged from balloon¿. A complaint history review, from january 2017 to december 2017, revealed 2 other unconfirmed returned complaints for ¿delivery system ¿ difficulty crossing native annulus¿ for the edwards commander delivery system (all sizes, all models). A complaint history review, from january 2017 to december 2017, revealed 8 other returned complaints ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ for the edwards commander delivery system (26mm device). Seven (7) of the complaints were confirmed and 1 complaint is pending evaluation. A complaint history review, from january 2017 to december 2017, revealed 1 other confirmed returned complaint for ¿delivery system ¿ valve dislodged from balloon¿ for the edwards commander delivery system (26mm device). A review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limit for the trend categories of ¿difficulty crossing¿, ¿valve dislodged from balloon¿ or ¿withdrawal difficulty¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During the manufacturing process, the delivery system components undergo multiple visual manufacturing inspections. During final inspection, dimensional inspections and distal to proximal visual inspections are performed. Functional product verification testing is performed on the final assembled devices. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documentation revealed that the reported events are anticipated in the risk management file. The inability to withdraw delivery system with crimped/under-deployed thv, resulting in potential additional intervention (percutaneous). Severity 3. Excessive manipulation of the catheter in an attempt to reach site and/or crossing native valve or bioprosthesis, resulting in potential aortic/vena cava injury or embolism, stroke, surgical repair required. Severity 4. Excessive manipulation of catheter in an attempt to reach site and / or crossing native valve or bioprosthesis - thv deployed in non-target location, resulting in additional intervention (percutaneous). Severity 3. It should be noted that in this case, excessive manipulation of the catheter during the crossing attempt did not result in aortic injury, embolism, or stroke, and that another valve was successfully deployed after the first attempt was deemed unsuccessful. In this case, the complaints of ¿¿delivery system ¿ difficulty crossing native annulus¿ and ¿delivery system ¿ valve dislodged from balloon¿ were unable to be confirmed as the devices were not returned for evaluation. The complaint of ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was able to be confirmed based on photographs provided of the associated sheath. Without the devices, the presence of a manufacturing non-conformance was unable to be identified. However, DHR review, lot history review, complaint history review and manufacturing mitigation review revealed that it is unlikely a manufacturing issue contributed to the reported event. Although a definite root cause for the reported event could not be determined, procedural factors (lack of annular pre-dilation) and patient factors (annular calcification) may have contributed to the reported difficulty crossing the native annulus. As noted, the CT scan was over a year old and unidentified calcification resulting in obstruction during navigation of the nose tip and valve could have happened; and no balloon aortic valvuloplasty (bav) was performed prior to the advancement of the initial sapien 3 valve. It should be noted the second sapien 3 valve was able to be properly positioned following pre-dilation of the native annulus. Procedural factors (non-coaxial alignment of the valve, causing the valve to catch on the edge of the sheath tip, improper valve crimping) or patient factors (calcification in the annular area, causing the valve to become unseated) may have contributed to the withdrawal difficulty of the delivery system through the sheath and subsequent dislodgement of the valve from the balloon. Available information suggests patient factors and/or procedural factors may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: the delivery system and valve were returned to edwards lifesciences for evaluation. Visual inspection of the delivery system revealed gouges on the flex tip. Struts on the outflow side of the valve were bent and the valve was crushed, likely during removal. No functional testing for crossing difficulty, withdrawal difficulty and valve dislodged was able to be performed due to the condition of the returned device. No relevant dimensional analysis was able to be performed due to the condition of the returned device. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. A lot history review was performed. The lot history review did not reveal any other complaints related to ¿delivery system ¿ difficulty crossing native annulus¿, ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ or ¿delivery system ¿ valve dislodged from balloon¿. A complaint history review, from january 2017 to december 2017, revealed 2 other unconfirmed returned complaints for ¿delivery system ¿ difficulty crossing native annulus¿ for the edwards commander delivery system (all sizes, all models). A complaint history review, from january 2017 to december 2017, revealed 8 other returned complaints ¿delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ for the edwards commander delivery system (26mm device). Seven (7) of the complaints were confirmed and 1 complaint is pending evaluation. A complaint history review, from january 2017 to december 2017, revealed 1 other confirmed returned complaint for ¿delivery system ¿ valve dislodged from balloon¿ for the edwards commander delivery system (26mm device). A review of the complaint history revealed that the occurrence rate did not exceed the december 2017 control limit for the trend categories of ¿difficulty crossing¿, ¿valve dislodged from balloon¿ or ¿withdrawal difficulty¿. A review of the device prepping manual and training manuals did not identify any IFU/training deficiencies. During the manufacturing process, the delivery system components undergo multiple visual manufacturing inspections. During final inspection, dimensional inspections and distal to proximal visual inspections are performed. Functional product verification testing is performed on the final assembled devices. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of risk documentation revealed that the reported events are anticipated in the risk management file. The inability to withdraw delivery system with crimped/under-deployed thv, resulting in potential additional intervention (percutaneous). Severity 3. Excessive manipulation of the catheter in an attempt to reach site and/or crossing native valve or bioprosthesis, resulting in potential aortic/vena cava injury or embolism, stroke, surgical repair required. Severity 4. Excessive manipulation of catheter in an attempt to reach site and / or crossing native valve or bioprosthesis - thv deployed in non-target location, resulting in additional intervention (percutaneous). Severity 3. It should be noted that in this case, excessive manipulation of the catheter during the crossing attempt did not result in aortic injury, embolism, or stroke, and that another valve was successfully deployed after the first attempt was deemed unsuccessful. In this case, the complaints of ¿delivery system ¿ valve dislodged from balloon¿ and ¿delivery system ¿ withdraw difficulty ¿ valve through sheath¿ were confirmed. However, due to unavailability of relevant imagery, the complaint for ¿difficulty system ¿ difficulty crossing native annulus¿ was not able to be confirmed. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported event. Although a definite root cayuse of the reported events could not be confirmed, available information suggests, procedural factors (lack of pre-dilation bav), in addition to patient factors (unidentified annular calcification) may have contributed to the difficulty crossing the native annulus. It is to be noted, the pre-operative CT scans were a year old. Procedural factors (improper valve crimping) may have contributed to a larger valve profile, contributing to the crossing difficulties and retrieval, and subsequent valve dislodgement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.